Manufacturer narrative:
Concomitant medical products: product ID: 8703w, serial#: (B)(4), implanted: (B)(6) 1998, explanted: (B)(6) 2020, product type: catheter. Other relevant device(s) are: product ID: 8703w, serial/lot #: (B)(4), ubd: 30-mar-2000, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving gablofen with concentration 2000 mcg/ml at an unknown dose rate via an implantable pump for intractable spasticity. It was reported that a pump replacement was previously performed on (B)(6) 2020 which occurred without incident. It was noted that the patient¿s family member later reported to the implanting physician that the patient was in frank withdrawal with a high fever, increased spasticity, and experienced severe agitation on (B)(6) 2020. Upon catheter access, copious amounts of serosanguinous fluid were withdrawn, but it did not appear to be cerebrospinal fluid. An x-ray was ordered, and the pump could be seen, but it did not appear that the catheter was attached to the pump. The patient was immediately taken to surgery and according to the physician and hcp, the pump connector portion of the catheter was broken. There was still material from where the connection portion was tied to the pump, but another portion had simply broken off. Because the physician only had a model 8781 catheter on the shelf, and he did not call a company representative for assistance, he ¿broke¿ one end of the collet and attached the model 8703w catheter to the broken side of the colette and ¿tied it down twice¿. He then attached the pump segment of the 8781 to the unbroken end of the collet and attached it to the pump. As of yesterday, the patient had been extubated and was doing well. The broken pump connector was replaced and the issue was resolved. The patient was without injury regarding their status as of (B)(6) 2020. The portion of the partially explanted catheter was discarded by the hcp. Environmental/external/patient factors that may have led or contributed to the issue was noted as having been unknown. The patient¿s weight and medical history were noted as having been requested but were unknown / would not be made available. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Correction to regulatory report #. The codes e1906 and a24 regarding subsequent infection were removed and added in regulatory report # 3004209178-2023-02543. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8703w lot# serial# (B)(6), implanted: (B)(6) 1998, explanted: (B)(6) 2020, product type catheter. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Follow up additional information mpxr 779401 (hcp): additional information received from the healthcare provider stated that due to infection at pump pocket site, pump was explanted and new pump placed in back left side, catheter revised to completely remove any affected catheter in pump pocket.